Event description:
New information received indicates that there were no allegations on the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be implanted due to an unknown reason. Patient status was not provided.